Event description:
It was reported that during an lavh procedure, the device would not fire. Did not staple and did not cut. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that device a was rec'd with a the firing mechanisms damaged with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. The analysis results found that device b was rec'd with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was rec'd fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. In addition, nine cartridges were rec'd inside the bag, eight of them were fully fired and one was unfired. The unfired cartridge was loaded into a test device and it fired cut and formed all the staples as intended. Although no concussion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. Batch#=c5g31e, exp date 09/21/2011; mfg date: 10/21/2006. A batch record review was performed and no anomalies were found during the mfg process.